Manufacturer narrative:
The insulin pump was received with intermittent button response due to all buttons flattened dome switch. No frozen display/keypad noted. Keypad connector was fully locked. Device had normal operating currents and no unexpected off no power, low battery alarm or blank display noted. Device passed the displacement test, rewind, basic occlusion and prime tests. Device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform no delivery test or occlusion test due to motor error alarm. Device had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and it was not rewinding properly. Mother also reported that the display went blank. During troubleshooting for blank display, the customer's mother reported that the buttons were not responding. She stated that the insulin pump freezes when pressing the buttons. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.